Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, they were having issues with uploading the information on to carelink. Customer also mentioned the insulin pump had alarmed unexpected restart and external ram crc error during normal use. Troubleshooting was performed on the insulin pump and it due to reoccurrence of the alarm customer was advised the device needed to be replaced. Customer also noted the time on the insulin pump was incorrect as the device showed am rather than pm, it was also an hour ahead. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump passed self-test and error alarm test. No alarms noted. The time clock was set and monitor and no time clock anomaly noted. No unexpected restart noted during our testing. The insulin pump uploaded properly to carelink pro. The device had minor scratched lcd window and cracked reservoir tube lip.